Event description:
It was reported that tandem mobi pump generated repeated cartridge alarms during cartridge loading despite customer following app prompts. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy and to contact healthcare provider if needed, while technical support confirmed warranty, arranged shipment of replacement pump with updated software, provided instructions for placing pump into storage mode and returning it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.